Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive steerable sheath was used. After catheter insertion into the sheath, it was noted that air together with reverse blood flow was continuously pulled out within the flush port. The sheath was replaced, and the procedure was completed without patient complications. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Microscopic inspection of the hemostatic valve identified the internal valve torn by the center slit on both faces. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve.

Event description:
During an ablation procedure a faradrive steerable sheath was selected for use. During procedure, after catheter insertion it was noted that where the air together with the reverse blood flow was continuously pulled out. The sheath was replaced, and the procedure was completed without patient complications. The faradrive sheath has been received for analysis.